Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5066707/5067059.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent an explant procedure. No device malfunction was suspected. All device components were explanted and were discarded.